Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for atrial lead extraction due to high capture threshold and dislodgement. Atrial lead dislodgement was noted via diagnostic imaging. The physician alleged that the dislodgement was due to the anatomy of the superior vena cava (svc), not being straight with redundancy which allowed for the passive ra lead to dislodge and fold. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.